Event description:
During an acl reconstruction, while inserting a cannulated bioabsorbable screw, the wire inside the screw broke. X-ray confirmed that a small piece of wire remained inside the screw. The wire was not retrieved. The procedure was completed without any further incident or delay.